Event description:
The customer ran his blood glucose on the contour next link and a different meter. The readings were approx 350 and 100mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer does not have the meter or test strips anymore. A new meter was sent to him.